Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital for symptomatic left sided chest pain. The chest pain lasted the duration of 5 days. The patient had elevated d-dimer and subtherapeutic international normalized ratio (inr). The chest pain resolved with decreased left ventricular assist device (lvad) speed to 5700 rpm on (B)(6) 2021.

Event description:
Additional information: the patient¿s chest pain resolved after decreasing the lvad pump speed. The cause of the elevated d-dimer was not identified; however, the issue resolved. A v/q scan was negative and pulmonary embolism was ruled out. The cause of the subtherapeutic inr was not identified; however, the patient¿s anticoagulation was adjusted to achieve therapeutic inr. The patient¿s symptoms improved, and the patient reached stable conditions. The patient was ultimately discharged back to their in-patient rehab facility on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.